Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was very sick prior to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the patient had an expected mortality rate of 90% upon arrival due to multiple ruptured aneurisms. From the op note: the balloon was prepared with 50/50 contrast and saline. It was taken up over the wire, but the wire was not removed while going up. The balloon was inflated using 0.05 ml from a 1ml syringe filled with 50/50. However, the balloon did not deflate using a 5ml negative syringe suction. The standard procedures were performed to get it back down, such as suctioning back, and removing the wire. Despite this it remained inflated. It was suggested try to pop the balloon with an adjacent wire as is done in cardiac, and if that didn't work usea large french catheter and pull the balloon into the catheter. Both of these was attempted. Microwire was inserted into the sl10 to attempt to deflate the balloon. Another cranial digital biplane angiography of the left internal carotid artery was performed. The sl10 was removed. The hub of the hyperform balloon was removed and a dac catheter was inserted over that to deflate the balloon butit was not long enough. A 5fr sofia was then used to go over the hyperform balloon to attempt to deflate it. Attempt to pass the transend catheter through the sofia but it would not pass through the sofia. A glidewire was then inserted through the sofia to attempt to deflate the balloon. The navien was advanced to the balloon. A cranial digital biplane angiography of the left a1 was performed. This was followed by a cranial digital biplane angiography of the left internal carotid arteryx2. The wire passed by the balloon (micro wire and guide wire). These did not pop the balloon. Then, they were able to bring the balloon partially into the guide cath, and used a wire again to puncture it, without success. The balloon eventually disconnected from its delivery system. The delivery system was retired entirely, but the balloon remained inflated. It then migrated through the acom into the right frontal ventricle. It remained inflated. No additional information about the relatedness of the patient death to the device or procedure were available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was now deceased. The device was left behind in the patient as it was unable to be removed.

Event description:
Medtronic received additional information through medwatch: the patient underwent coil embolization of anterior communicating artery pseudoaneurysm, and left a1. The balloon eventually separated from the wire. The aneurysm was coiled and a thrombectomy performed. The patient was admitted to the neuroscience intensive care unit but was made chief medical officer and passes two days after the procedure.

Manufacturer narrative:
Ref. Uf/importer report#: (B)(4). B2: outcome attributed to adverse event: date of death: additional information. B5: event description: additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The hyperform balloon will not be returned as it was lost; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the hyperform balloon would not deflate and migrated. It was reported that the occlusion balloon never deflated and migrated into the lateral ventricle, causing the doctor to stop the procedure. It was observed that the patient had blown pupils, and upon examination is most likely brain dead. The patient was undergoing treatment for a ruptured intracranial aneurysm.